Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The target lesion was located in the right coronary artery (rca). The lesion was predilated with a 3.0x12mm quantum maverick balloon. A veriflex stent was successfully implanted in the rca and it was noted that the stent was fully deployed. The same 3.0x12mm quantum maverick balloon catheter was advanced to the lesion for postdilation; however, the balloon catheter was unable to cross the previously placed veriflex stent. When the physician attempted to remove the device, the re-wrapped balloon wings got caught on the proximal end of the implanted stent. The physician was able to remove the balloon catheter and exchange it for a shorter length balloon which was used to successfully postdilate the lesion. No patient complications were reported with the patient's current condition listed as 'fine'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)